Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device did not confirm the reported breakage. Damage was found on the device threads. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A broken instrument was reported to me today. No delays in theatre and the patient was not harmed (B)(6). 546002000 cement restrictor.